Manufacturer narrative:
Concomitant medical products: 6949 lead, implanted: (B)(6) 2005, 5568 lead, implanted: (B)(6) 2005. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device had premature battery depletion. It was explanted and replaced. It was also reported that the left ventricular lead threshold was high. The lead had been previously programmed off, and then was capped and replaced. No patient complications have been reported as a result of this event.